Event description:
It was reported that tandem mobi pump issued cartridge alarm during use and caller was unable to continue using original cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, delivered 9-unit bolus successfully, then, with guidance from technical support, loaded new cartridge using proper technique, resumed insulin therapy, and issue was resolved.